Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000645 oarm comp 3.2.1. A manufacturer representative went to the site to test the equipment. It was fund that image acquisition system (ias) computer did not boot into the application. System booting please wait displayed on the pendent indefinitely. The 3.2.1 software was re-installed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the image acquisition system (ias) is stuck in the boot up sequence and will not fully power on with the error initializing please wait. No patient present.